Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic liver procedure, the top jaw broke off and had to be retrieved. The surgeon had to retrieve top jaw in the patient. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the upper jaw detached returned and with the I-blade upper tip broken off and returned. The device was connected to the generator and it was recognized. Because the jaw was detached and the I-blade damaged not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.